Manufacturer narrative:
One implant was returned. There was evidence of a fractured screw inside the implant. The remaining portion of the screw was not returned. There was damage noted to the external threads of the implant, likely due to the removal process. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported a screw fractured inside the implant. The implant has been removed.